Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the reservoir was leaking. The patient's blood glucose at the time of incident was 150 mg/dl. The patient's doctor noticed the leak. The reservoir was not returned for analysis.